Manufacturer narrative:
MDR 1219913-2023-00244 was initially submitted on 2023-09-28. A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing using the same method. Quality control (qc) results were within range at the time of the discordant observation, and no issues were identified with any other samples. Siemens¿ review of instrument log files showed no evidence of any hardware issues affecting sample or tnih reagent delivery for the affected sample. Proactive service recommendations were provided, but no specific cause was identified for the initial elevated result. The discordant observation was not reproducible. The customer is operational, and no further issues have been identified with tnih results. No product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing of both the same and new samples. The atellica im tnih instructions for use (IFU) states the following, under limitations: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Kit lot 092 was in use at the time. An elevated initial tnih result (above reference interval) was obtained for the affected patient. The patient was referred to the emergency room, and re-tested twice from new sample draws, using the same instrument as well as another atellica im analyzer, and lower results (below 99th-percentile threshold) were produced. Additionally, repeat testing of the initial sample produced much lower results. The concordant lower results were accepted as correct. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.